Event description:
Customer reported that touchscreen responsiveness was diminished, making it harder to unlock and bolus. There was no adverse impact to the customer's blood glucose level. No corrective actions were taken, as the customer declined a callback from technical support and no further action was deemed necessary.